Event description:
Welch allyn received a report from the account stating the power supply had severe arcing on the ward which caused smoke and the fire alarms to sound at the account. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The connex spot monitors (csm) are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar haemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, paediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The csm device power supply was returned to welch allyn for investigation. The evaluation and investigation indicated that a short occurred at the ac power input of the power supply. The investigation showed that the power supply damage and failure was likely the result of liquid ingress into the ac power input. The customer will replace the power supply to the device. Per the investigation, recommendation to the customer to avoid applying liquids to control the ac inlet connection area. Welch allyn/hillrom will continue to monitor complaint trends for this type of alleged malfunction. Based on this information, no further action is required.

Manufacturer narrative:
The connex spot monitors (csm) are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar haemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, paediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The csm device and power cord was requested to be returned to welch allyn for investigation, but the customer has not returned the device. Photographs of the alleged power cord smoking and damage were reviewed. The photographs resembled previous investigations which had attributed this situation to liquid ingress in the connection area to the power supply. In previous reported cases, the customer confirmed fire or a flame. This customer did not confirm flames/fire. As the device has not been returned and additional information has not been provided, this event is being reported in an abundance of caution. Welch allyn will continue to monitor complaint trends for this type of alleged malfunction. Based on this information, no further action is required.

Event description:
Welch allyn received a report from the account stating the power supply had severe arcing on the ward which caused smoke and the fire alarms to sound at the account. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).